Manufacturer narrative:
No device log file could be provided for manufacturer investigation due to the present failure. Therefore only the reported information could be assessed. The device was checked on site and the pcb cpu was identified to be non-functional. As a safety feature of the ventilator, the software analyzes and verifies proper function of the device. In case of a detected deviation (such as a failure of the pcb cpu), a warmstart would be triggered in an attempt to solve the issue. An ongoing ventilation would be stopped and the emergency-breathing valve would open allowing for spontaneous breathing of the patient while generating an acoustical alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit shut down while in use. There was no patient injury reported.